Manufacturer narrative:
Patient weight is unavailable from the site. The device return has been requested, but the device has not been sent back for evaluation.

Event description:
A philips representative reported that during a peripheral atherectomy procedure to treat a plaque lesion in the anterotibial artery, the radio-opaque marker band came off the spectranetics turbo-elite laser atherectomy catheter 420-159. Procedure was successfully completed with the turbo-elite device. At time of last report, the marker band was still inside the patient at the tibioperoneal trunk.